Manufacturer narrative:
Additional information - d10, g4, g7, h2, h3, h6, h10. UDI # (B)(4). The device was returned for evaluation. The reported complaint was confirmed as the unit failed multiple specific functional tests due to worn out shock cushion and the handle hole becoming deformed when the base handle was closed without the 6 inch transitional member installed. The device was manufactured in 2010. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the transition member of the a2101 mayfield ultra base unit was too loose in cylinder and falls out when unlocked. There was no known patient injury or delay in surgery.